Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros troponin I es results were obtained from three different patient samples using vitros tropi es reagents on a vitros 5600 integrated system. The most likely assignable cause of the events is an instrument related issue, as within-laboratory precision testing was unacceptable. The investigation of the instrument is ongoing. Historical quality control data suggests there was no unexpected reagent performance, however it cannot be entirely ruled out as the low level control fluid used does not adequately evaluate performance below the upper reference limit of 0.034 ng/ml. In addition, pre-analytical sample handling could not be ruled out as a possible contributing factor.

Event description:
A customer complained after observing non-reproducible, higher than expected vitros troponin I es results from three different patient samples using vitros tropi es reagents on a vitros 5600 integrated system. Patient 1 result: 2.46 ng/ml vs expected <0.012 ng/ml. Patient 2 result: 0.24 ng/ml vs expected <0.012 ng/ml. Patient 3 result: 3.69 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results for patients 1 and 3 were reported from the laboratory and corrected reports were later issued. Patients 1 and 3 were admitted for observations based on the original results. The result for patient 2 was not reported from the laboratory. No allegations of patient harm were made as a result of these events. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).